Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we found any further additional information.

Event description:
It was reported that doctor wanted to use the adelante radial sheath for a coronary angiography. After puncturing the radial artery with the needle the doctor tried to insert the guidewire through the needle. During the insertion of the guidewire doctor felt resistance. Therefore he decided to pull the guidewire out of the needle. While pulling the guidewire out of the needle the doctor also felt a resistance and recognized that the guidewire was extended and the outer coils of the guidewire seemed to be lengthened and damaged after removing the guidewire and the needle the doctor switched to the femoral access and was able to finish the procedure in this way. As per additional information, french kit would not deliver the same smoothness. For another case the dilator failed to pass through the skin into the vessel and the guide-wire was kinked. Doctor had to switch to femoral access as there was no chance to straighten the wire again. An additional angiography in radiology has shown a small piece of the guidewire near to the radial artery but outside. So an additional surgical procedure was perform to remove piece of guide wire. The patient is stable and in a good health condition. No complications in respect to the radial artery. No additional information is available and no other adverse event was reported.

Event description:
As per additional information, hospital able to extract the guidewire which has been between the skin and the radial artery. After the second procedure that the patient is stable and is feeling fine.

Manufacturer narrative:
Adverse event or product problem is updated on follow up medwatch as initial medwatch missing this information. One 6f adelante radial introducer sheath was returned from the customer with the dilator and a guidewire. There were no other accessories. Traces of blood were found on the sheath and dilator. The sheath and dilator looked normal in size and shape. The outer coil of the guidewire was unraveled from the core wire. Upon evaluation of the returned guidewire, it was found that the coil weld at the distal tip was still attached to the core wire. Therefore, there was no weld failure, but the coil was completely unraveled off of the core wire. The inner diameter of the distal tip and the proximal end of the dilator was measured with a pin gauge and both dimensions were within manufacturing specifications per drawing. As per reported event, while inserting the guidewire into the needle, the doctor felt a resistance and withdrew the guidewire through the needle. The physician then recognized that the guidewire was extended and the outer coils of the guidewire seemed to be lengthened and damaged. The needle used in the procedure was not returned for evaluation. The steps in the IFU indicate that the needle should be inserted into the patient first, then the guidewire can be inserted through the needle. Once the guidewire is in place, the needle should be removed from the patient and off of the guidewire. The steps are written in this way as the guidewire should not be pulled back through the needle. The needle is of a hard metal with a sharp tip. Pulling the guidewire back through the needle can cause the coil to get caught on the sharp tip of the needle. As the needle is a strong metal, the coil can then shear off of the guidewire. After this step is properly executed, the IFU has the user insert the dilator/sheath combination over the guidewire and into the patient. When needed, the user would withdrawal the guidewire back through the dilator and remove it from the patient. A dilator would not cause coil separation of the guidewire as it is made of a much more flexible material, thus the guidewire should be capable of coming off of the dilator with no issues. It is possible that the user withdrawing the device through the needle could have contributed to the coil separation/unraveling, as the needle should be removed over the guidewire rather than pulling the guidewire back through the needle. The original cause for issues inserting the guidewire cannot be determined as the needle was not returned. No manufacturing defects were found. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The 0.021" guidewires are inspected at the supplier and are provided with certificates of conformance demonstrating that they met the specifications as required from the supplier. Per oscor inspection procedure, at an aql of 1.0, using 10x magnification, verify that weld at the guidewire tip has no damage or incomplete weld. Per IFU: insert an entry needle to puncture the blood vessel. Before inserting the guidewire, set the guidewire straightener at the hub of the needle for easy insertion. Insert the flexible end of the guidewire through the needle into the vessel. Caution: advance or withdraw the guidewire slowly. If resistance is met, do not advance or withdraw the guidewire until the cause of resistance is determined. Remove the needle over the guidewire. Based on the investigation, a CAPA is not required. This event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.